Manufacturer narrative:
The reported event of myopotential oversensing was verified by review of the stored electrograms in the device image and was caused by external, non-device related factors. Analysis of the device was performed. No anomalies were detected.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non sustained oversensing due to myopotential. Programming changes were made. The device was then explanted and replaced on (B)(6) 2019 due to a device upgrade. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited non sustained oversensing due to myopotential during deep breathing. Programming changes were made. The device was then explanted and replaced on (B)(6) 2019 due to a device upgrade. Patient was stable.